Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbb1q1 ICD; 429888, lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a remote monitor transmission revealed a lead alert triggered. The lead displayed t wave over-sensing, double counting, and elevated sensing integrity count. Additional information was requested and it was learned the patient is deceased and the last interrogation report showed the patient was in ventricular fibrillation (vf). The cause of death is not known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the rv lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).